Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states he gets a 3 flash and the right motors hot to the touch. He said he smelled a burning smell. MDR filed.

Manufacturer narrative:
(B)(4).